Manufacturer narrative:
Upon receipt of additional information it has been determined that the reported device did not cause or contribute to the event. The initial report was forwarded in error and should be voided.

Event description:
Upon receipt of additional information it has been determined that the reported device did not cause or contribute to the event. The initial report was forwarded in error and should be voided.

Manufacturer narrative:
(B)(4). Foreign-event occurred in (B)(6). Concomitant medical products: item# unknown 2.7mm multi direction screws; lot# unk (qty. 6); item# unknown 2.7mm non locking cortical screws; lot# unk (qty. 3); item# unknown 2.7mm locking cortical screw; lot# unk (qty. 1). The product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted. Product not returned.

Event description:
It was reported patient underwent a revision procedure due to multidirectional screws backing out of a drv crosslock plate 4 months postoperative. Attempts have been made and additional information on the reported event is unavailable at this time.